Manufacturer narrative:
The broken needle was returned to ethicon''s third party for review and analysis. Below is their evaluation of the broken needle introduction. A failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation on february 1, 2024. The component was identified as product code sxmd1b406. Analysis the sample label found on the packaging in the as-received condition of the subject component. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. Fractographic evaluation. A scanning electron microscope (sem) was used to examine the fracture surface and surrounding area of the needle. The sample was ultrasonically cleaned with a solution of tergazyme for 5-min, a heated solution of alconox for 10-min, tergazyme for an additional 5-min, deionized water for two minutes and acetone for five minutes. The cleaning process was repeated to remove adherent particles from the fracture surface. The specimen was then air-dried and stored until analysis. A profile and top view of the needle fracture surfaces were examined in multiple locations to determine the fracture mode. The fracture surface contained microvoid coalescence (mvc), evidence of a ductile fracture mode. Conclusion. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture.

Manufacturer narrative:
A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, sterilization, in-process, or final inspection. The needle component is supplied by ethicon. A review of the broken needle will be performed by a 3rd party laboratory. No samples, or photographs of the broken device were provided for review. No third party evaluation report was received to date. If samples, photos or the report becomes available at a later time, they will be reviewed, and the results will be included in the file. A follow-up report will be submitted at that time. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps or some type of surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. The stress on the attachment section is greatly reduced when the needle is held in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point as indicated in the IFU for this product. Without reviewing the actual broken needle, testing sterile devices from the same finished good lot, receiving the results of the third party evaluation of the needle component or receiving details regarding the preoperative preparation of the device, tools utilized to grasp the needle component or tools utilized in conjunction with the medical device (robotics), the size trocar used compared to the size needle on the device, procedure performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
It was reported that the needle broke when suturing peritoneum. Changed another one to complete the surgery. No additional information could be provided. The broken needle was retrieved shortly. The procedure was completed and no patient consequences reported.